Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving gablofen (2000 mcg/ml at 300 mcg/day) via an implanted pump. The gablofen lot number and other medications that the patient was taking at time of the event were unable to be obtained. The pump's indication for use (IFU) was noted as intractable spasticity. The patient was seen by the managing hcp on (B)(6) 2015 and was noted to have cellulitis around the pump; the issue was identified during an office visit. Explant was planned for (B)(6) 2015. The daily dose was decreased from 450 mcg/day to 300 mcg/day in anticipation of the explant and the patient was started on oral baclofen 20 mg three times a day. The patient was to follow-up with the managing hcp. The managing hcp later indicated on (B)(6) 2015 that the cellulitis had been resolved. A follow-up report will be sent if additional information is obtained.